Event description:
Reference number (B)(4). Event occurred in the united states on 04-sept-2024, it was reported that the patient faced infusion set tubing detached from connector. The infusion set was in use for 24 hours. No further information.